Manufacturer narrative:
(B)(4).

Event description:
Procedure type: urogynecological. According to the reporter: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, and has undergone corrective surgery. The product was used for therapeutic treatment.